Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is (B)(6). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. No item # and no lot # available.

Event description:
It was reported that implant dropped due to possible driver malfunction. Customer threw away the driver and don't have any information about item# or lot#. The procedure was completed placing another implant. Tooth # 24.